Event description:
It was reported that a patient had a urinary tract infection and required hospitalization. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# j0444366v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.